Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patent was treated with a cephalosporin infusion (dose, route, duration and frequency were not reported) and an unspecified drug (intraperitoneal, duration and frequency were not reported) for treatment. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.